Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the titanium tip was broken when used in one minute. The broken piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information: device was reprocessed the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was tested on generator and it was found that the hand control switch assembly buttons were not functional. The device was then tested with footswitch. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. Device determined to be a re-used single use device